Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the report, the pt suddenly stopped being able to hear. Testing confirmed that the implant had malfunctioned.